Event description:
A customer contacted beckman coulter inc (bci) and reported that coulter ac.t 5diff autoloader hematology analyzer generated elevated results for platelet (plt). A patient sample was tested for plt and a result of 459x10^3 cells/ul was obtained. The result was reported out of the lab. The patient was redrawn the next day, and the specimen was run on a different instrument in the customer's lab and plt result was 94x10^3 cells/ul. This result correlated to patient history and manual count and was considered correct. Two days later, the initial sample was rerun on the ac.t 5diff analyzer and plt result was 470x10^3 cells/ul. There was no death or injury as a result of this event and patient treatment was not affected.

Manufacturer narrative:
Qc is run twice daily and was run before and after the event, and results were within acceptable ranges. The specimen was collected in a 3 ml venipuncture bd tube. A field service engineer (fse) was dispatched to the customer's lab: the fse ran several different patient samples on both instruments and these results correlated. The fse verified and validated the instrument. Qc was within specifications. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report. (B) (4).